Event description:
It was reported that the t:slim x2 pump battery would not charge, despite attempts to plug the adapter into a working outlet, with the connection remaining unstable. There was no adverse impact to the customer¿s blood glucose level. The customer initially used third-party charging supplies while waiting for the replacement tandem cable and wall adapter, which were sent via two-day shipping. Technical support followed up, but the customer did not answer, leaving confirmation of resolution pending.